Event description:
End user reported last month she developed itching inflammation and weepiness beneath the lower section of the tape collar. The condition continued to get worse and she was unable to keep the tape collar in place. The drainage had a sweet odor. The condition did not migrate into any other areas.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. She saw her physician who ordered a cortisone cream which did not improve the area by much. She has been using this product for over twenty years. Recommended getting a script for anti fungal powder and using wafer without dye and tape collar until area healed then to try the wafer with white tape collar. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.